Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened; the locator was found to be already bent in the middle part of the locator. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a retrieving thrombus procedure. A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 8 fr. The punctured artery was unknown. The puncture site was distal to the inguinal ligament. The vessel diameter was unknown. There was no health damage to the patient. There were no other devices or equipment use with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product evaluation. The kinked arteriotomy locator, the hemostatic sheath and the guidewire were received with the plastic tray and header bag. The carrier tube assembly was returned unopened from the poly foil pouch. Visual inspection revealed that there was a deformation (kink) identified at the blood inlet hole of the arteriotomy locator. No other anomalies were noted with the returned components. For dimension testing, the outer diameter of the arteriotomy locator was measured and found to be 0.106'' and which was within the specification of 0.106" +0.02/-0.01. All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off-axis force to the arteriotomy locator has been known to cause the reported event.